Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer contacted physio-control and advised that they have retired the device from service and will not be returning the device to physio-control for evaluation. The device will not be returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak) and would no longer power on. The customer did state that the device had been dropped but it is unknown if the reported drop of the device was related to the reported power failure. There was no patient use associated with the reported failure.